Manufacturer narrative:
The reported complaint was confirmed. The preventative maintenance schedule for replacing the hard drive is every seven years. Service history showed that the hard drive for this unit was not replaced within the seven year period. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the ccm would not activate and displayed error ¿system computer needs service¿ message. He determined that the hard drive was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the event occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. Per clinical review: the unit initially started up without issue on 6-feb-2019 but during the set up for a cpb procedure, the clinical team had the central control monitor (ccm) display a system computer needs service message. The entire clinical team opted to pull the unit from service and had to reschedule the procedure for the following day. The backup heart-lung machine (hlm) was used on the patient the following day. There was no harm or blood loss associated with the situation.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue happened right after the battery test that was conducted on the heart lung machine (hlm). Evaluation is in progress, but not yet concluded

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not activate and a "system computer needs service" error message was displayed. The surgical procedure was cancelled. There was no blood loss, nor adverse consequences to the patient.